Event description:
Reportedly, during testing, a "backup battery low" error message occurred and the touch panel did not work. The device was not used on a pt when the failure occurred.

Manufacturer narrative:
(B)(4).